Event description:
The patient complained of being ill and a family member helped him to the bathroom. After approximately 10 minutes, the family member checked on the patient and found him down. They called 911. When the police officers arrived, they attempted to attach the AED to the patient. The AED prompted them to attach the first pad which they did without problems. When the second pad was attached the AED kept prompting them to attach the second pad and wouldn't stop. A new set of pads was tried and the AED still wouldn't advance past the place second pad prompt. The patient passed away, but the reporter didn't think it was a direct result of the AED problem.

Manufacturer narrative:
The AED was received at cardiac science and investigated. The pads used during the rescue were not returned. The self test file showed several pads related errors at the time of the rescue. The device passed incoming tests. Thirty (30) second self tests were run for 20 minutes with any problems. The device was run in standby mode for 4 days and afterwards no new errors were logged in the self test file. A 3 shock simulated rescue was performed using a set of test pads and a defibrillation analyzer. The device did not stop at the place second pad prompt and delivered three socks without any issues. Self tests were delivered without any failures. When the AED was opened and the main pcba inspected no problems were found. The reported problem couldn't be duplicated and the root cause couldn't be identified. No problems with the AED were found and it operated correctly. The pads used in the rescue were not available for examination. The multiple prompts during the rescue to attach the second pad after it had already been placed on the patient indicate there was poor electrical contact between the pads and the patient. This problem may have been caused by the condition of the patient's skin, damaged electrodes, or user error. The customer's device was serviced and returned.